Manufacturer narrative:
(B)(4). Connecting the patient line extension to the set up during priming, resulting in an incompletely primed patient line, is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated they had connected the patient line extension during prime and the line was not fully primed. The technical service representative (tsr) had the hp cycle power and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.